Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon eval, monitor produced abnormal shutdowns. The cause of the reported problem was unable to be positively determined. The unit was scrapped. No adverse event resulted from the monitor's abnormal shutdowns. The pt received a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support to report a code 107 (multiple abnormal shutdowns). The pt was issued a replacement monitor.